Manufacturer narrative:
D4: unique device identifier and serial number not available. Upon investigation of the actual device used in this incident, it was determined that the station was on disconnected mode and critical override. A technical support specialist dialed into the server, run the downtime query, and confirmed proper communication between the carefusion coordination engine and the enterprise server. The tss noted that the health sight viewer showed the electronic patient information center as nonoperational, informed the customer by email, and later confirmed with the customer by phone that it appeared functional on the customers side. The tss reviewed four critical override devices in the facility, identified that all were manually overridden, and clarified that manual removal of the overrides was required. The tss monitored the case and customer confirmed that all systems were functioning. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server all devices were displayed in disconnected mode and critical override status. The error message indicated disconnected mode, patient and order information may not be current. According to hsviewer, a total of 19 devices were in disconnected mode with critical override active. Additionally, two devices required a full download, and one device showed an etl process delayed status. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.